Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with kit 11.5fx19.5cm mahurkar. The customer states that a detachment on the venous side was found during the process of monitoring beside on the second day after imbedding the catheter, which caused bleeding. The entire catheter was removed and replaced when the doctor discovered the issue. There was no pt injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.